Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit oversensing of atrial signals on the left ventricular (lv) lead causing pacing inhibition. Technical services (ts) recommended further lead assessment. No adverse patient effects were reported. This device system remains in service.